Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a damaged ca board causing the main battery to short. The root cause for the damaged ca board could not be positively identified. No adverse event resulted from the damaged monitor.